Event description:
It was reported that the customer had an issue with a sensor alerting her that she was low. Customer stated that the endocrinologist made changes to her insulin pump and changed the target ranges. They were raised from 120-130. Customer stated that when she got home, the pump was beeping low and alerting her that she is low. Customer's blood glucose levels were 108 mg/dl, 110 mg/dl, and 114 mg/dl. Customer's sensor glucose readings were 98 mg/dl and 79 mg/dl. Customer stated that she is normally 100 mg/dl, but the pump is alerting her falsely. Customer's blood glucose level was 114 mg/dl and the sensor glucose reading was 87 mg/dl. Customer also received a threshold suspend alarm when customer's blood glucose level was 103 mg/dl. The threshold limit is 60 mg/dl. The differences between sensor glucose and blood glucose readings were explained to the customer. Customer was advised to monitor the sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.